Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen became cracked while the device remained functional, resulting in loss of watertight integrity and necessitating device replacement. Symptoms included no reported adverse clinical effects and no impact to blood glucose levels. Outcomes included continued therapy continuity planning and use of cgm via the dexcom app or receiver while awaiting replacement. Investigation included collection of event details, confirmation of continued device operation despite physical damage, and coordination for device replacement and return. Investigation of this device revealed physical damage to the touchscreen component consistent with a broken or cracked display, with expected loss of water ingress protection but no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.